Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced blurred vision and post op refraction was a + 5.00. The physician asked if wrong lens in package vs manufacturing issue. Additional information was requested and received, stating the patient has poor post-operative visual acuity. The lens was explanted in a secondary procedure after seven days of initial implantation. The patient's issues were resolved.

Event description:
Additional information was received stating the hospital have looked into it extensively and haven¿t been able to pinpoint exactly what happened, but do not feel it was anything that company did and was a mix up somehow in the operating room.

Manufacturer narrative:
The lens was returned inside a specimen cup. Blood and solution were dried on the lens. The lens was intact. The lens was a single-piece yellow monofocal lens. The lens was cleaned with klrp. Power and resolution were evaluated independently on a manual lens bench and a nimo. The independent power and resolution verifications indicated the returned lens was a 14.5 diopter. Product history records were reviewed and documentation indicated the product met release criteria. The root cause as determined to be unrelated to the product. The product was returned and the power and resolution were verified to be a 14.5 diopter company lens (02-feb-2023). The investigation found no contributing factors. No 14.5 diopter lenses were processed by the same operators/stations as the reported 23.0 diopter lens. The hospital ceo provided new information 06-feb-2023, which indicated that a 14.5 company lens had been opened the day of surgery and was unaccounted for at the reporting facility. The hospital ceo provided further information that the issue was not related to company, but a mix-up in the operating room. The manufacturer internal reference number is: (B)(4).